Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Follow-up # 1 device evaluation in addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the subject meter started reading inaccurately. He was also unable to recall what diabetes medications he was taking at the time of the reported incident. He claimed that on an unknown date and time, he obtained an alleged inaccurately low blood glucose result with the subject meter of "11.3 mmol/l" compared to "17.0 mmol/l" on a doctor/clinic meter performed more than 1 hour apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient was unable to say whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He claimed that on an unknown date and time, he developed symptoms of "sweating, perhaps dizziness and blurriness". He reported that during a doctor's office visit on an unknown date and time, he "was prescribed new oral diabetes medication by the doctor at the time of the adverse event". During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient's test strips had expired in august 2015, but it was not established whether they had expired at the time of the reported incident. Replacement products were sent to the patient. In conclusion, although there is no evidence that the subject meter malfunctioned, this complaint is being reported because the user allegedly suffered symptoms indicative of an acute diabetes excursion after the start of the alleged issue.